Event description:
Customer reported the device was used to make a glute injection. When the injection was made, the hub came out but the needle didn't. The needle stayed in the patient. The patient was sent to (B)(6) hospital in (B)(6), and they still haven't been able to retrieve the needle.